Event description:
It was reported that the device stopped working during the procedure. No harm to the patient, user or third party. The procedure was completed with the same device after (multiple) restarts of the unit.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The affected device has been requested for investigation by the manufacturer. Device was not returned for investigation. Device was serviced on-site by sales executive. The event is filed under internal karl storz complaint ID:(B)(4).